Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that pt wanted assistance with using their patient programmer as they had not used the programmer in about 2 years or so. Pt mentioned that they could not get the programmer to connect to their implant with their new batteries. Patient services (pss) had pt attempt to sync their patient programmer with their implant. Pt was unable to sync. Pt continued to encounter sync message after attempting to sync multiple times. Pss discovered on the call that the batteries were not alkaline. Pt didn't have alkaline batteries at the time of the call. Pss reviewed appropriate batteries to use with the patient programmer. Pss requested the pt call ps back when they have alkaline batteries. Pss called patient back to clarify event date and the pt stated that they just spoke with their doctor and their doctor is going to remove their implant. Pt said they no longer needed assistance.